Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one onyx frontier coronary drug eluting stent when the shaft fractured during advancement through the 6f launcher guide catheter. The stent shaft fractured and separated in the guide catheter with minimal manipulation before it exited the guide catheter/entered the coronary artery. The guide catheter did not contribute to the stents shaft fracture. The lesion being treated was a severely calcified coronary artery. The device was inspected prior to use with no issues. The device was not kinked and re-straightened during use. There was resistance encountered when advancing the device. The detached portion was removed with the guide catheter and non-medtronic guidewire. It was noted that both of these devices were challenging to position. No patient complications were reported as a result of the event.